Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted bariatric procedure, the device was assembled with no problem. When firing, it was successful at first attempt. However on the second firing, when the doctor pressed the green button, the firing started but an strange noise after 2 seconds was heard and it was seen that the device pushed the tissue. The firing stopped and it was seen that there were also unformed staples. The surgeon then used manual stapler to resolve the issue in order to complete the case. There was no patient injury.